Event description:
It was reported that the patient's left ventricular (lv) lead exhibited high capture thresholds resulting in loss of capture. Further investigations revealed that the lv lead had migrated out of the coronary sinus (cs) branch in which it was initially placed. The lv lead was explanted and replaced with a left bundle branch pacing (lbbp) lead as the vessel was not accessible. No patient consequences were reported.

Manufacturer narrative:
Further information was requested but not received.